Event description:
Broken quick release axle, prt# 16418.

Event description:
Broken quick release axle, prt# 16418.

Manufacturer narrative:
(B)(6) 2015 - - initial mfg report # 1525712-2015-01356 was submitted to the FDA on 02/20/2015 indicating invacare (B)(4) as the manufacturer with a FDA registration number of (B)(4). The correct manufacturer is (B)(4) with a FDA registration number of (B)(4).